Event description:
It was reported that the system failed primary audible alarm for the background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event, operator of device and initial reporter occupation are unknown. No information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals intact, however a non-OEM (original equipment manufactured) power cord was identified, disposed of, and replaced by OEM component. A battery was also missing. There was evidence of the error recorded in the event history log. The reported problem was not duplicated at power up, and the investigation was unable to determine the cause of the problem as no damage to speaker was found. As a preventative measure, the speaker was replaced. No fault was found with the device. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 3500.